Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 1 month. Device evaluation: the evaluation of the returned portion of the percutaneous lead confirmed superficial damage to the outer silicone jacket. In addition, a wire compromise adjacent to the metal connector was identified. Approximately 21.5 inches of the distal end of the perc lead was returned for evaluation. Electrical continuity testing was performed on the returned portion of the perc lead and all wires were found to be electrically intact. Upon removal of the silicone sleeve and bionate, overall deterioration of the underlying shield along the length of the perc lead was noted. Minor kinks were observed where the metal braided shield broke down approximately 3 inches and 12 inches from the connector. Microscopic inspection of the wires revealed no areas of compromised wire insulation. However, hi-pot testing of this section of the lead revealed current leakage through the brown wire adjacent to the metal connector. Examination of this location of the lead under a microscope revealed a small breach in the brown wire. The damage appeared to be caused by repetitive flexing at the connector. Although the observed damage could have resulted in a functional issue, no alarms were reported by the account. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a tear in the silastic sleeve of the driveline and wires were visible. No alarms or pump stoppages were associated to the damage, and no adverse impact to the patient was reported. A distal end percutaneous lead (driveline) replacement was completed. On (B)(6) 2017, it was reported that during the evaluation of the returned external portion of the driveline, wire damage was found at the metal connector. The underlying conductor of the brown wire was exposed adjacent to the metal connector. The damage appeared to be caused by fatigue or repetitive flexing at the connector. The disruptions in the insulation of the wires did not result in any identified issues; however, a wire breach, exposing the inner conductors, has the potential to cause a short and low speed events/pump stoppage. No pump related issues were reported prior to and during the cosmetic percutaneous lead (driveline) repair.